Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. A mitraclip xtw (50415a4008) was prepared per the instructions for use (IFU), was inserted without issues. However, after steering down to the mitral valve, the clip immediately became stuck in chordae and was unable to be removed. Troubleshooting was performed. However, after several maneuvers, a 1-2 cm perforation in the septum was observed. It was noted that the perforation was likely caused by the rotation of the guide and the clip. The clip was implanted where it was stuck, attached to both leaflets. A second clip was then inserted and deployed on the mitral valve, reducing mr to trace. No atrial septal defect (asd) device was needed. The procedure was successfully completed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation was likely due to procedural circumstances. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.